Event description:
I have used fixodent, poligrip and super poligrip since 1978, and still use it some, but not every day. I have experienced numbness, tingling in leg, feet, hands and haven't had blood test for the copper and zinc yet, but plan to the coming week. Dose: denture cream. Frequency: 1 or 2 times/day. Route: oral. Dates of use: 1978 - 2009. Diagnosis: denture cream. I had a blood "treenelet" in 2007.